Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Device lot number not provided/unknown. Additional 510k number: k072642. Device not returned.

Event description:
It was reported that the abutment screw fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."